Event description:
The event is reported as: the blade broke into pieces during the procedure. All the pieces were retrieved and passed off the field. No injuries reported.

Manufacturer narrative:
Product has been received by manufacturer, however, the investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.